Event description:
It was reported that the ilet was unable to pair with a dexcom g6 transmitter, resulting in persistent ¿searching for transmitter¿ status after multiple sensor replacements and code re-entries, while the dexcom app on the phone continued to display glucose data; the user was high on the app and a fingerstick measured 528 mg/dl, and the user was educated to operate in bg run mode until new sensors and transmitters arrive. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no hospitalization and continuation of therapy in bg run mode with glucose trending downward from 528 to 462 mg/dl. Investigation included guided troubleshooting with restarts, re-entry of the sensor code and transmitter serial number, and verification of concurrent dexcom app readings. Investigation of this case revealed a communication failure limited to the ilet-to-transmitter link, with no evidence of sensor data loss on the dexcom app, consistent with a signal loss to the ilet only. It was concluded, based on previously established findings for similar reports, that the cause was a pairing or connectivity issue between the ilet and the dexcom g6 transmitter.